Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that thy experienced high blood glucose level was 600mg/dl and 442mg/dl. Customer stated that they unable to exit the preparing to prime loop. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the seat & rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly was noted.